Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that IV disconnected and leaked. Verbatim: pt alerted rn staff that he was bleeding from IV site. He states he moved his arm up and the IV "came out." Upon further inspection the IV hub had become disconnected from the catheter. This is not the first time a hub has become disconnected on my patient but since it happened twice today on two different people, I am seeing a pattern since we change our IV supplies.